Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: international telephone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of this patient¿s death was not reported. It was not reported if pd therapy was ongoing or if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.